Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem was confirmed. The monitor did have a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The damaged connector will be replaced. No adverse event resulted from the damaged monitor.

Event description:
A male patient called customer support to say that he was ending use of the device. He wanted to report that the battery connector in the monitor for his system had bent pins. Since he was ending use a replacement monitor was not sent to him.